Manufacturer narrative:
Product returned for evaluation: DHR - lot 3303268, showed an nr-report when released to stock on the 19th february 2019. The nr report issue had no link to this complaint. Failure analysis - the valve was visually inspected; biological debris was noted inside the valve, as well as a small cut/tear in the silicone housing around the siphon guard. The valve failed the test for programming, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed. The siphon guard was removed and tested, passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, on the spring, and the base plate. The cam magnets were controlled; the magnets passed. Root cause: the root cause for the programming problem is due to the biological debris found on the cam mechanism. The root cause for the cut/tear in the silicone housing could be due to a pointed or sharp object coming into contact with the silicone housing. As noted in the IFU silicone has a low tear/cut resistance. No root cause could be determined for the catheter issue as no catheters were returned for investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had a broken distal catheter after implant. It was reported that the lumbar catheter was fractured. The valve was implanted to the patient due to idiopathic normal pressure hydrocephalus via lumbar peritoneal shunt. After that, it was confirmed the lumbar catheter fracture. The valve was replaced with a new valve. The setting was unknown. The physician requested for the valve evaluation just in case if any malfunction with it. No further information was provided by hospital. The product will be returned to your site.